Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a left thoracoscopy lung resection procedure, an incomplete staple line occurred. Another device was opened to complete the case. There was no consequence to the patient.